Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's svc ctr, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's blower motor will be replaced to address the issue. Device has been evaluated but not repaired, pending customer approval of the estimate.